Manufacturer narrative:
(B)(4). The investigation found that the rail fell down, as its fixation loosened due to aging. The rail could loosen overtime, and would normally be visible to the operator, due to the fact that it is in direct view of the operator. According to the risk assessment, the cover is a lightweight part with rounded edges, so that in a worst case scenario, a minor hematoma or scratches may occur. The probability of occurrence was estimated as remote.

Event description:
The customer reported that a metal strip from the side of the upright bucky fell down.